Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05-feb-2019 with the following findings: a review of the black box showed evidence of unexplained power on event. No battery cap was used. A test battery cap was undamaged and able to fit. The ¿ez-prime¿ steps were performed correctly. No power interruptions occurred during the investigation. The alleged ¿power¿ complaint was unable to be duplicated during testing. The pump cover was removed, and no intermittent conditions were found to the power printed circuit board.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a power (no power) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.